Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During transseptal phase, just prior to puncture, the patient became slightly hypotensive and a pericardial effusion was noticed. Transseptal puncture was performed. Pericardial effusion was then confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 705 ml. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include the patient¿s anatomy (unspecified). Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained between 350-400 seconds. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During transseptal phase, just prior to puncture, the patient became slightly hypotensive and a pericardial effusion was noticed. Transseptal puncture was performed. Pericardial effusion was then confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 705 ml. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for pericardial drain management. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include the patient¿s anatomy (unspecified). Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. There were no issues or errors reported on any bwi products or equipment during the procedure. Product evaluation details: the device was visually inspected and it was found in good conditions. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the internal failure of the sensor cannot be determined, however, an internal corrective action has been opened to investigate the internal failure of the sensor. Manufacturer's ref # (B)(4).